Event description:
The customer reported the unit failed to recognize the battery. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the unit failed to recognize the battery. There was no report of pt involvement. The unit was evaluated at philips and the reported symptom was verified. The issue was caused by a loose data cable connection on the battery pca. The cable was resecured which resolved the reported issue. We are considering this a malfunction resulting from an incomplete electrical connection.